Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states the surgeon revised a liner and head at (B)(6), (B)(6) 2018. The previous case was done in 2009 at (B)(6). The patient had a 40mm pinnacle metal liner and 40+1.5 metal head. The surgeon removed the liner and head and replaced with a altrx +4 10 liner and 40 +8.5 metal head. He states the reason for revision was recurrent dislocation. Exact month not known. For previous case, but it was done at 2009 at (B)(6). Lot numbers are not available, only part descriptions. Doi: 2009; dor: (B)(6) 2018; left hip.